Event description:
During a pta treatment procedure, inflation and deflation difficulties were encountered. After advancing the xxl/14-4/5.8/75mm balloon, the physician attempted to inflate it using a manual inflation device, but only obtained slight inflation. He then attempted to remove the balloon, but was unable to deflate the balloon. He attempted aspiration with a 60cc syringe without success, but after multiple manipulations the balloon deflated enough to be withdrawn. Even after the balloon was outside of the patient's body, the physician was unable to deflate the balloon. The case was aborted and rescheduled for the next day when the procedure was successfully completed. The patient was kept overnight for observation. No patient injuries or complications were reported.